Event description:
Device failure (device failure) (blood glucose increased)case description: this spontaneous case, reported by a consumer as "blood glucose increased", concerns a female treated with levemir penfill (insulin detemir) from an unknown date and ongoing due to diabetes mellitus.due to difficulties controlling the blood glucose, and to metabolic disease the patient has her blood values checked every 3 month. On 04-mar-2005, the patient experienced high blood glucose values and she was admitted to the hospital with hyperglycaemia a few days later. It is reported that no insulin was released as the piston had no contact with the rubber membrane. She was hospitalized for 10-11 days because of unstable blood sugar levels. Reportedly the patient did not perform airshots before injections. The patient was re-instructed to always make sure that the piston and rubber membrane was in contact. Reportedly, the patient recovered completely from the event.this case is linked to a similar episode that occurred approximately two weeks later, reported in MFR. Report #9681821-2006-00046 (patient identifier 253069).comment: report causality: unknown.